Event description:
It was reported with the first lead implant on the right side there was no side effect and then the lead was connected to the external neurostimulator (ens) which showed lower impedance readings of 32, 34 and 33 ohms. It was stated on the second lead contacts 1 and 2 showed 30 ohms and contacts 0 and 3 were fine. It was noted multiple cables were changed out and they continued to see low impedance reading on contacts 2 and 3. It was stated the testing was done intraoperatively using a twist lock. Reportedly, a program was set up and stimulation was started for a while at 3 volts but still the same result occurred. It was stated the left lead was inserted with no issues. It was reported a third lead was used which was an old lead from before the new lead end cap and contacts 2 and 3 were normal and contacts 0 and 1 were in the 32/33 ohm range. It was stated the ens was not changed out because that was all they had, however, using the screener had the same results in regards to side effects. It was noted the lead configuration was correct at 1x4. It was noted the doctor pulled it back from the target to accommodate the contacts with bad impedances on the last lead used and the third lead was left in. It was reported the patient would have their implantable neurostimulator (ins) put in five days after report and have their first programming two weeks after that. It was later confirmed that the third lead was left implanted in the patient and the postoperative CT scan looked like the lead was well placed. It was stated the impedances did not normalize and the cause of the issue was unknown yet because the patient¿s batteries were scheduled to be placed the day after report. It was noted impedances will be checked after the batteries are placed and the patient¿s outcome was fine just awaiting their stage 2 surgery. Two days later, it was reported the patient¿s battery placement was good and all impedance values were normal.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0753z, implanted: (B)(6) 2013, product type: lead. Product ID: neu_st ylet_acc, product type: accessory. Product ID: 3389s-40, lot# va09qwq, product type: lead. Product ID: 3389s-40, lot# va09ac5, product type: lead. Product ID: neu_stylet_acc, product type: accessory. (B)(4). Analysis of the lead, va09qwq, noted that the body conductor had a short circuit (overstress/damage) at the depth stop. Analysis of the lead, va09ac5, found no anomaly. Analysis of the two stylets found no significant anomalies. It was noted that the stylet wire was bent. Analysis of one stylet found no anomaly.